Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system (linox smart sd) exhibited over-sensing, high impedances, and noise. This resulted in inappropriate electric shocks being delivered. It was noted that therapy had been turned off. This system was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).